Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer had no symptoms. Patient's current blood glucose 557 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. The customer was admitted to the grandview hospital with a blood glucose exceeding 800 mg/dl. Patient was treated with insulin drips of regular and long-acting insulin. Troubleshooting did not occur. The insulin pump was not returned for analysis.